Event description:
It was reported the device had a new battery and powered off during use when connected to a patient. The device was returned for test and calibration. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the reported event. However, it was noted that the upper case was contaminated/broken, lower case was contaminated/broken, the battery release was contaminated, two side bail covers were contaminated, the ring cover was contaminated, the heart lead block was contaminated, the lead flex cover was contaminated, the heart wire contacts were contaminated, the battery contacts were compressed, the ring was bent, the battery drawer was contaminated/damaged, the keyboard pad was contaminated/damaged, the heart lead flex was contaminated and the main printed circuit board (pcb) was out of electrical specification (failed battery removal testing). Further analysis was performed on the main pcb. This analysis found that a capacitor component failure caused the device battery removal test failure, although this does not relate to the original reported event. (B)(4).